Event description:
A cypher select + could not track to the mid to distal left anterior descending (lad) lesion because there were sections proximal to the lesion which could not be sufficiently dilated, and upon return of the product for analysis, it was noted that there was distal strut uplift. Strut uplift was not reported by the physician and it is unknown when this may have occurred. The lesion was de novo, moderately calcified, 90% stenosed with slight vessel tortuosity. A radial approach was chosen for the procedure. Pre-dilation with a balloon (hiryu 2.5/20mm) was conducted, but indentation was not sufficient. Further pre-dilation was conducted with another balloon (leiden 2.5/12mm) and then cypher select+ (complaint product: 2.5/28mm) was being delivered to the target lesion, but the stent became stuck proximal to the target lesion and it did not reach the target lesion. Therefore the physician stopped using the cypher select. To complete the procedure, two shorter cypher select+ (2.5/18mm and 2.5/13mm) were implanted at the target lesion, and post-dilation with a balloon (2.75/10mm quantum) was conducted. The procedure was completed successfully. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant medical products: inflation device: everest; guidewire: qquation; guide catheter: launcher jl4; balloon catheter: hiryu 2.5/20mm, leiden 2.5/12mm, quantum 2.75/10mm; sheath: 6f. A cypher select + could not be delivered to the target lesion because there were sections proximal to the lesion which could not be sufficiently dilated. Upon return of the product for analysis, it was noted that there was distal strut uplift. Strut uplift was not reported by the physician and it is unknown when this may have occurred. The lesion in the mid to distal left anterior descending (lad) was de novo, moderately calcified, 90% stenosed with slight vessel tortuosity. A radial approach was chosen for the procedure. Pre-dilation with a balloon (hiryu 2.5/20mm) was conducted, but indentation was not sufficient. Further pre-dilation was conducted with another balloon (leiden 2.5/12mm) and then cypher select+ (complaint product: 2.5/28mm) was being delivered to the target lesion, but the stent became stuck proximal to the target lesion and it did not reach the target lesion. Therefore the physician stopped using the cypher select. To complete the procedure, two shorter cypher select+ (2.5/18mm and 2.5/13mm) were implanted at the target lesion, and post-dilation with a balloon (2.75/10mm quantum) was conducted. The procedure was completed successfully. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 2.5 x 28mm was received coiled inside 2 plastic bags. The balloon was not inflated and the stent was found placed between the marker bands. Strut uplift damage could be observed at the distal end of the stent. Two kinks were observed at 5.5 and 18 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Magnified pictures were taken. Stent damage (strut uplift) was observed at the distal end. A crossing profile was measured for the middle and proximal sections of the stent and was found within specification. The distal section was not measured given the damaged condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty could not be confirmed given the damaged condition of the stent; however the undamaged areas of stent were measured and found within specification. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The tracking difficulty experienced may be attributed to the insufficient vessel dilation reported proximally to the lesion. During analysis, strut uplift was confirmed. The uplifted struts may be attributed to the operator's attempt to cross a moderately calcified and tortuous lesion. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. One non-sterile cypher select + (B)(4) 2.5 x 28mm was received coiled inside 2 plastic bags. The balloon was not inflated and the stent was found placed between the marker bands. Strut uplift damage could be observed at the distal end of the stent. Two kinks were observed at 5.5 and 18 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Magnified pictures were taken. Stent damage (strut uplift) was observed at the distal end. A crossing profile was measured for the middle and proximal sections of the stent and was found within specification. The distal section was not measured given the damaged condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty could not be confirmed given the damaged condition of the stent; however the undamaged areas of stent were measured and found within specification.